Event description:
It was reported that the pt was not able to adjust stimulation. The status lights and beeps were assessed. Triple beep was noted up and down, both channels. The device was on and set on amplitude parameter. A power-on-reset (por) was possible. It was noted that the pt had exposure to a theft detector or security gate at the detention center where they work. The symptoms were noted to perhaps correlate with going through security. It was noted that the device was turned on during the exposure. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).